Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument, without pressing the handle, the clips went out into the jaws, falling into the abdominal cavity (so they were open). Where the jaws are, the plastic base is broken and the feeding mechanism doesn't work. All the clips that fell into the pt's cavity were retrieved, no further consequence to the pt. Another instrument was used to complete the case.